Manufacturer narrative:
Additional 1x information has been received that changes the reportability. Per the additional 1x information, the complaint is a duplicate of MFR report # 8041187-2018-00406 and is being canceled.

Event description:
It was reported that insyte gray 16ga x 1.16in package is open. The following information was provided by the initial reporter: the packaging is open.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte gray 16ga x 1.16in package is open. The following information was provided by the initial reporter: the packaging is open.